Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the angled polymer tips must have had a burr on them because while using the flat surface to polish, the posterior capsules were scratched and torn. The product samples were not retained. Additional information was requested; however, none has been received to date. This is one of two reports from the same facility.

Manufacturer narrative:
No angled polymer tip was returned for being scratched. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. (B)(4).